Event description:
The company was informed of an alleged incident on (B)(6) 2015. The alleged incident was described to the company as the following. "While the pt was filling the portable, the qdv froze. Lox spilled over and soaked the pt's socks causing 2nd and 3rd degree burns to her foot." The company is currently investigating the alleged incident. A follow up report will be submitted when add'l info is obtained.